Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs; however, the cause could not be determined. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 11:13:01. During night drain cycle 12, the patient's ultrafiltration reading was 622 ml, indicating the home patient (hp) drained 622 ml more than their maximum programmed fill volume of 700 ml. No additional information is available.